Event description:
The customer contact reported that the silicone sleeve of the clave port remained in the depressed position. The tubing was being used to deliver an unspecified medication. After an unspecified length of time, the male adapter of an unspecified device connected to the clave y-site of the tubing set for the delivery of an unspecified medication, via IV push. It was reported that when the medication was pushed, the silicone sleeve of the clave y-site remained in the depressed position. At this time, the customer contact indicated that an unspecified volume of solution leaked and backflowed. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported silicone sleeve of the clave port remaining in the depressed position were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.